Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to "auto-inflation." A new ipp device was implanted. Additional information received states the pump was sticking.